Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the piston would go up a quarter of the way then stop. Customer's blood glucose was 102 mg/ld. Device was unable to exit the preparing to prime loop. After troubleshooting, device did not have a second series of beeps nor numbers. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received unable to prime during prime test due to faulty force sensor resistor. The insulin pump passed idle current test, run current test, self-test, off no power test, a21 error test, basic occlusion test, displacement test and rewind test. Unable to perform occlusion test and excessive no delivery test due to prime anomaly. The insulin pump had minor scratched display window and cracked reservoir tube lip.